Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported via phone call that, the customer received with multiple insulin pump error. The blood glucose was 330 mg/dl at the time of the incident. Customer states pump was not exposed to a high magnetic field. After performing troubleshooting, she brought new batteries and put it in it did rewind it comes insulin pump error. Customer treated with manual injection for high blood glucose of 300 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer advised to discontinue the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify pump error 43 due to constant pump error 38 alarm during rewind.